Manufacturer narrative:
The reported event involving a pump module(s) ¿that there have been lvp latch/sears sticking and breaking and that the "new door latches" replaced are not aligning properly, causing the doors to stick.¿ could not be confirmed. The source device(s) was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time.

Event description:
It was reported that there have been lvp latch/sears sticking and breaking. It was noted that the "new door latches" replaced are not aligning properly, causing the doors to stick. The nursing staff is having to use "excessive force" to open the lvp module, which results in breaking the latch and/or sear. Although there was report of this issue causing a shortage of supply, no patient harm as occurred as a result. There has been no report of the issue causing impact to medication or fluid flow. There has also been no user harm. Although requested, no patient information was provided.